Manufacturer narrative:
The biomedical engineer (bme) reported that that they were getting an error stating "data cannot be read" on all of the bedsides that the central nurse's station (cns) was monitoring. The error is occurring on his full disclosure tab, and he cannot see data populating. Nihon kohden technical support (tech support) walked them through a couple of troubleshooting steps such as rebooting the cns and making sure that it was locally filing the bedsides. They checked the raid, and both his hard drives were in green status. Tech support informed him that there could be a possibility that the cns might have corrupted hard drives and recommended for them to purchase new ones or send the unit in for a repair. When full disclosure failed, they were not able to see anything in arrhythmia recall or st recall either. Full disclosure, arrythmia recall, and st recall are features that show historical data. Real time patient monitoring was not affected. No patient harm was reported. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that that they were getting an error stating "data cannot be read" on all of the bedsides that the central nurse's station (cns) was monitoring. The error is occurring on his full disclosure tab, and he cannot see data populating. Nihon kohden technical support (tech support) walked them through a couple of troubleshooting steps such as rebooting the cns and making sure that it was locally filing the bedsides. They checked the raid, and both his hard drives were in green status. Tech support informed him that there could be a possibility that the cns might have corrupted hard drives and recommended for them to purchase new ones or send the unit in for a repair. When full disclosure failed, they were not able to see anything in arrhythmia recall or st recall either. Full disclosure, arrythmia recall, and st recall are features that show historical data. Real time patient monitoring was not affected. No patient harm was reported.